Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was not able to confirm the report of no image and the e22 error was due to a defective cable. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device had no image and an e222 error message during an unknown diagnostic procedure. No patient injury or harm was reported. The unknown procedure was completed with a similar device. The procedural delay was not more than 15 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no image was not reproduced, but the error code is likely due to a faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.